Event description:
It was reported the patient was unable to increase the amplitude due to the system auto-reducing. The sjm representative met with the patient and determined all of the contacts on the patient's lead were invalid. The patient reported he had fallen two weeks prior. It was reported the physician was to review x-rays to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.